Manufacturer narrative:
Continuation of d10: product ID: 8784, lot#serial#: (B)(6), implanted: on (B)(6) 2014, explanted: on (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative. It was noted that the cause of the inability to aspirate was not determined. There was no impact to the patient and the patient had no disruption in therapy. The physician determined there were no issues with either the pump segment of the catheter or the pump.

Manufacturer narrative:
Device available for evaluation: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 27-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 25 mg/ml at a dose rate of 3.997 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that they were doing a normal pump replacement. The physician was not able to aspirate from the catheter access port (cap). The pump segment of the catheter was replaced. The patient has been getting good therapy. At the time of the report hen the pump would not distribute drug as the pump segment portion does not have drug was being considered. It was noted that they would set the pump to simple continuous and provided oral meds while the pump fills the pump segment side of the catheter. It was being considered that the timeframe of there being no drug would be 17 hours and 42 minutes. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.